Event description:
The biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and then flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire. Central nurse's station (cns) monitoring a patient on a telemetry transmitter. The customer later stated that cns was not alarming at all during this time. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and then flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire. The customer later stated that cns was not alarming at all during this time. No patient harm or injury was reported. Investigation summary: no further complaints with waveform related issues on this cns device have been reported for this specific issue since on (B)(6) 2021. Based on the information reported, we were able to confirm the reported issue was due to an issue with the leads, (damaged/bad leads), which were replaced to resolve the issue. Unfortunately, we were unable to determine a root cause, as the issue is user dependent. However, it is possible the leads became damaged due to excessive use and/or wear and tear. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire in 5 mins. Central nurse's station (cns) monitoring a patient on a telemetry transmitter. The customer later stated that cns was not alarming at all during this time. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the waveform starting to "act crazy" going up and down and flatlined. The patient was fine the whole time and no injuries happened. The issue was resolved by changing the lead wire in 5 mins. Central nurse's station (cns) monitoring a patient on a telemetry transmitter. The customer later stated that cns was not alarming at all during this time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter model: zm-520pa sn: (B)(4).